Event description:
The physician reports that a patient underwent cataract surgery with placement the crystalens in his right eye. Postoperatively, the lens hypervaulted, resulting in a hyperopic outcome. Preoperatively, the patient's bcva was 20/25 and mrse was +4.50 - 1.50 x 020. Once the lens vaulted, the patient's bcva was 20/25 and j3; mrse was -0.25 - 1.50 x 025. Multiple interventions were performed in order to address the lens vaulting, including yag, lens repositioning, and lens exchange (x2). In 2008, the lens was exchanged for another crystalens; during surgery, there was disinsertion of the posterior capsule from the inferior equator. The following month, the second lens was explanted and exchanged for a different lens model (non-crystalens). It is important to note that prior to these interventions, the patient's bcva was unchanged and mrse was improved compared to baseline values. Currently, the patient's bcva is 20/25 and j1 and the patient is happy with his near vision, but reports his distance vision is still not sharp.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.